Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). According to the complainant, during the stent deployment attempt, the catheter broke inside the duodenal scope. The entire device was removed and no fragments were left inside the patient. The procedure was successfully completed with another advanix biliary stent with naviflex rx delivery system. There were no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed the suture was separated from the push catheter and was not returned for evaluation. The suture holes on the stent and the push catheter were torn. The proximal end of the stent, including the barb, was deformed. The pull wire assembly at the proximal end of the delivery system was bent. The guide catheter was not returned for evaluation. During the evaluation, the push catheter was cut at multiple locations. The welded cannula was intact on the pull wire assembly; there was no damage to the welded cannula. The stop cannula was not visible as it was likely pulled inside the dual lumen catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). According to the complainant, during the stent deployment attempt, the catheter broke inside the duodenal scope. The entire device was removed and no fragments were left inside the patient. The procedure was successfully completed with another advanix biliary stent with naviflex rx delivery system. There were no reported patient complications. The patient was reported to be fine after the procedure.